Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during rewinding and the drive support cap was sticking out. The customer¿s blood glucose level was 322mg/dl at the time of the incident. The customer reported that they found an old pump and received the alarm. She changed the set and kit was working fine and it started alarming. The customer stated insulin continues to drip after motor stops during the manual prime process. The customer stated the drive support cap was sticking out. It looked flush and like it was sticking out on opposite side. The customer did not wish to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.